Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor pro rx balloon was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed (B)(6), 2011. According to the complaint, during the procedure, when the balloon was fully inflated, the balloon seemed smaller than what it should be. The complainant stated they believed the wrong product was in the package. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) , 2011 that an extractor pro rx balloon was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed (B)(6) 2011. According to the complaint, during the procedure, when the balloon was fully inflated, the balloon seemed smaller than what it should be. The complainant stated they believed the wrong product was in the package. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the c-channel was found to be damaged, having jagged edges and the channel was torn. Visual evaluation of the balloon portion of the device found the balloon to have burst in mid- section. The investigation results could no confirm the alleged malfunction that the incorrect device was packaged as the balloon burst. The damage noted to the c-channel is consistent with excessive force used during guidewire removal from the device. This most likely occurred due to contact with a sharp exterior object, damage due to use in tortuous anatomy or pressure from large stones in the cbd. Based on the investigation results, the most probable root cause of operational context will be assigned to this complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient weight is unknown. Reported event of incorrect balloon component within package. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.